Manufacturer narrative:
The alleged faulty gas delivery (gde) was received by carefusion on (B)(6) 2015, and routed to the failure analysis lab for evaluation. The failure analysis lab evaluated it, and duplicated the reported event. The root cause was attributed to a "bad" defective transducer (xdcr). Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Event description:
This complaint originated from our foreign distributor in (B)(4). The distributor contacted carefusion technical support to report an "exhl flow transducer [failure] at 0 cmh20". Alarms were visual and audible. The ventilator was on a pt at the time of this event, however the customer indicates that there was no harm to the pt. The vent was switched out.

Manufacturer narrative:
Carefusion technical support issued a return goods authorization (rga) number to the customer for the return of the alleged faulty gas delivery engine (gde) for eval. As of 03/18/2015, the alleged faulty gde has not been received by carefusion. Once received and evaluated, a follow up medwatch report will be submitted. Add'l info regarding pt involvement/info, was also requested on 03/03/2015. The distributor responded with add'l info pn pt involvement, however they did not provide any pt info (ex. Age, sex, weight).